Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. It was unknown that auto mode feature was active or not at the time of event. Insulin pump was kept switching from am to pm. Customer stated that they had the correct time set after passing self test but the time switched again. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Programmed the insulin pump with the current time and date and monitored for five (5) days. No unexpected time gain/loss or am/pm change anomaly noted during monitoring period. The time and date function are performing properly. (B)(4).